Manufacturer narrative:
The reported events were lead perforation and unacceptable threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
New information received notes the patient experienced discomfort following initial implant, an echo was performed confirming cardiac perforation, a pericardiocentesis was performed the same day as implant. The patient was kept in hospital under observation until a decision was made to extract the right atrial (ra) lead. A slight rise in capture threshold was observed on the ra lead, though still within normal limits. The ra lead was explanted. The patient was stable throughout and following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
A slight increase in the atrial capture threshold and pacing impedance but still within normal limits was observed on the right atrial (ra) lead with the cardiac perforation and pericardial effusion which was resolved. The patient was able to return home within a couple of days following the procedure without any other complications.

Event description:
It was reported that following a recent implant, the right atrial (ra) lead was explanted and replaced due to cardiac perforation.

Manufacturer narrative:
Further information was requested but unavailable at this time.